Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested and received. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens was malpositioned in the injector and the leading haptic tore the side of the capsular bag. The lens was removed from the eye after partially being injected. Another lens was then implanted. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The lens was placed in the loading area on top of the plunger for return. The haptic was extended outside of the door, which crushed the distal area. A qualified viscoelastic was indicated. The root cause for the reported event could not be determined. The lens had been delivered and was misplaced back in the loading area for return. The loading area door damaged one haptic. The lens position during delivery cannot be determined. It was indicated the lens was malpositioned in the device. (B)(4).